Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. Multiple bents were noted along the entire length of the shaft of the microcatheter. One kink was observed at 3.5cm from the distal end of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The bents and kink observed on the microcatheter could have prevented the concomitant enterprise from advancing to the intended location / target. Based on this observation, the reported issue in the complaint is confirmed. It is possible that other clinical and procedural factors that cannot be replicated during the analysis, such as device manipulation, may have contributed to the reported failure. According to the risk documentation, an insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31338510) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photos of the devices were reviewed by the product analysis team. The review is documented below. [Photo review]: two photos were included in the complaint file. In the first photo, the box of a prowler microcatheter and a microcatheter can be seen. The second photo showed a prowler microcatheter with multiple curved conditions along the shaft; however, one curved condition on the distal end and one on the proximal end were more prominent. No other damages can be seen. The reported issue of the microcatheter being obstructive causing the concomitant stent to be impeded in its lumen cannot be evaluated through photos since functional analysis must be performed; however, the kinked conditions reported can be confirmed based on the curved conditions on the shaft. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31338510) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure (transcatheter intracranial artery stenting), the 4mm x 30mm enterprise 2 stent (encr403012 / 8779789) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31338510) and could not be further advanced. The physician removed the stent and the microcatheter from the patient and found that the delivery wire and the microcatheter had become kinked / bent. The physician replaced both devices to complete the procedure. There was no report of any negative patient impact. The complaint included photos of the devices. The product analysis team will review the photos. On 16-oct-2024, additional information was received. Per the information, the patient is a 57-year-old male. The procedure was targeting the ¿middle cerebrum.¿ the procedure was a transcatheter intracranial stenting. When the stent was removed from the patient, it was still on the delivery wire. Continuous flush was maintained through the microcatheter. There were visible kinks / damages observed on the microcatheter as reported. The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403012) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact. No delay in the procedure.